Manufacturer narrative:
A device evaluation, and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4). Medical device expiration date: unknown. Device manufacture date: unknown. The customer's address is unknown. (B)(6) has been used as a default.

Event description:
It was reported that syringe 3ml ll w/ndl 18x1-1/2 blunt fill was damaged, but still operable. The following information was provided by the initial reporter: material no.: 305060; batch no.: unknown. It was reported that syringe was found to have a horizontal crack going across the 1/2ml mark on the syringe. Per email: a defective syringe was found at our (B)(6) facility on (B)(6) 2020. It was trying to be used in our nicu dept, but was found to have a horizontal crack going across the 1/2ml mark on the syringe. It was cat # 305060, but the package wasn¿t saved, so no lot #. This seemed to be the only one like that found in the batch. Please advise.

Manufacturer narrative:
H.6. Investigation: one photo of a loose 3ml syringe was received and evaluated. It appeared there was some dried red fluid present in the threading of the collar. It was observed there was a significant deformation present at the bottom of the barrel above the collar. There was also some damage present near the 0.5ml marking but was unclear if it was a deep scratch or crack. The damage was rejectable per product specification. Potential root cause for the damaged barrel defect is associated with the assembly process. Batch # is required to make corrective actions determination. No corrective actions are necessary at this time.

Event description:
It was reported that syringe 3ml ll w/ndl 18x1-1/2 blunt fill was damaged, but still operable. The following information was provided by the initial reporter: material no.: 305060, batch no.: unknown. It was reported that syringe was found to have a horizontal crack going across the 1/2ml mark on the syringe. Per email: a defective syringe was found at our (B)(6) facility on (B)(6) 2020. It was trying to be used in our nicu dept, but was found to have a horizontal crack going across the 1/2ml mark on the syringe . It was cat #305060, but the package wasn¿t saved, so no lot #. This seemed to be the only one like that found in the batch. Please advise.